Event description:
It was reported that the patient received inappropriate shocks due to noise on the right ventricular (rv) implantable tachy lead. The patient did not know they got shocked. A lead integrity alert (lia) was triggered over three weeks prior to the inappropriate shock. Episodes of non-sustained tachycardia occurred intermittently since the lia alert. No noise was seen on the electrocardiogram (ECG) but markers were present. Impedance was reported as stable with the exception of one high impedance measurement on the superior vena cava (svc) portion and a lead fracture was suspected. Consequently, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg, implantable cardioverter defibrillator (ICD), (B)(6) 2012; 419488, implantable pacing lead, (B)(6) 2008; 5076-52, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. The impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 13 non-sustained tachycardia (nst) episodes and 5 "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded between (B)(4) 2013. There were 836 ventricular short interval counts (v-sic) that occurred since (B)(4) 2013. A lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for nst and v-sic. The maximum defibrillator active can impedance rises from an approximate baseline of 60 ohms to greater than 150 ohms the week ending (B)(4) 2013. The maximum svc defibrillator impedance rises from an approximate baseline of 50 ohms to 200 ohms the week ending (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.